Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4214433. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter vs needle breaks. The following information was provided by the initial reporter, translated from portuguese to english: fragile, it breaks when inserted, the mandrel has no cut, making it difficult to puncture and injuring the skin. Additional information received on 12/24/2024. Is there any patient impact, if yes, please explain in detail? A: yes, because it hurts patients' skin because there is no cut. Could you please share the photo samples related to this event? A: unfortunately, I don't have any. Can you please confirm the date of event? A: 13/12. Was anvisa notified? If yes, what was the notification number? A: (B)(4). Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail). A: no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail). A: no.